Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported powers off without input when moved which was not reproduced. The pump was not returned with the customer's battery module. The pump paired with a known good wireless battery module and standard battery module for testing and no cause was identified. Improper shutdown alarms were verified through a review of the event history log. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off with no input when moved. There was no patient involvement. No additional information is available.